Event description:
Baxter reported an incident in which the transfer set disconnected from the home patient's titanium adapter (catheter) during therapy. The set had been in place since 2006. Both the transfer set and titanium adapter were replaced in 2007. Prophylactic antibiotic medication (500 mg/l ceftacidime) was admisitered intraperitoneally. No patient injury or further medical intervention was associated with this incident.

Manufacturer narrative:
The sample was discarded and is unavailable for analysis. There are no further measures to be taken relative to this matter. Renal product surveillance, quality engineering, and plant manufacturing will continue to monitor this product line and take corrective / preventive action as appropriate.